Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported one of the patient's leads had migrated. As a result, surgical intervention occurred wherein the l1 drg lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.